Event description:
New information received notes that programming changes were not made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy due to af with rapid ventricular response. The patient was asymptomatic. Upon review, undersensing was observed. Programming changes were made. The patient will continue to be monitored.